Manufacturer narrative:
The customer performed metabolic tests to rule out sample handling and/ or labeling errors. The calcium results were very different for the two samples (no data provided). The customer suspects the cause for the discordant results is mislabeling of the first pt sample. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2011-00024 on (B)(4) 2011 for a discordant low ipth result. 06/19/2013: corrected information: the date of event and date of when siemens was notified was initially reported as (B)(6) 2011. The correct date of event and date of when siemens was notified was (B)(6) 2011.

Event description:
Discordant advia centaur ipth results were obtained for a pt sample. The pre-operative ipth result was reported to the physician. The physician questioned the result and requested the pt be redrawn. The second sample was tested and the result was as expected. The first sample was retested and the result matched the original result. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ipth results.